Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right insert is broke and part of it is in the abdominal cavity'), ectopic pregnancy ('ectopic pregnancy'), perforation ('perforation') and device dislocation ('right insert is broke and part of it is in the abdominal cavity') in a (B)(6)-year-old female patient who had essure (batch no. 880433) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included disabled child. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("bled for three months straight"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pain ("pain sitting") and infection ("infection w/IV antibiotics"), was found to have an ectopic pregnancy (seriousness criterion medically significant) and experienced abdominal pain ("pain on her right side"), dyspareunia ("pain having intercourse") and dysuria ("pain urinating"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2013. In (B)(6) 2012, the genital haemorrhage had resolved. At the time of the report, the device breakage, ectopic pregnancy, perforation, pain and infection outcome was unknown, the device dislocation had not resolved, the abdominal pain had not resolved and the dyspareunia and dysuria outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, dysuria, ectopic pregnancy, genital haemorrhage, infection, pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: tubal occlusion in the left.. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New events infection and uterine perforation were added. Ectopic pregnancy added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right insert is broke and part of it is in the abdominal cavity'), ectopic pregnancy ('ectopic pregnancy'), perforation ('perforation') and device dislocation ('right insert is broke and part of it is in the abdominal cavity') in a 23-year-old female patient who had essure (batch no. 880433) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included disabled child. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("bled for three months straight"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pain ("pain sitting") and infection ("infection w/IV antibiotics"), was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("pain on her right side"), dyspareunia ("pain having intercourse") and dysuria ("pain urinating"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2013. In (B)(6) 2012, the genital haemorrhage had resolved. At the time of the report, the device breakage, ectopic pregnancy, perforation, pain and infection outcome was unknown, the device dislocation had not resolved, the abdominal pain had not resolved and the dyspareunia and dysuria outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, dysuria, ectopic pregnancy, genital haemorrhage, infection, pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: tubal occlusion in the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.